Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator(ICD) exhibited a programming anomaly resulting in an error message preventing corvue from being programmed on. No intervention was performed. The patient was in stable condition.